Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had damaged screen, large circular section in the lower right corner was blank. There was no reported harm or injury.